Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition prior to, during, and post-procedure.

Manufacturer narrative:
Field complaint of premature battery depletion was not confirmed. The device was received from the field with battery voltage above elective replacement level. Device image was analyzed with no anomalies. Analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.